Manufacturer narrative:
Batch review performed on 31 march 2026. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0&deg; lot 2114022 (k170452): (B)(4) items manufactured and released on 28-feb-2022. Expiration date: 2027-feb-10. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0148 glenoid baseplate - d 22x15 lot 179958 (k170452): (B)(4) items manufactured and released on 25-apr-2018. Expiration date: 2023-apr-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0167 glenosphere - d 32x22 lot 2109110 (k170452): (B)(4) items manufactured and released on 11-oct-2021. Expiration date: 2026-sep-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Clinical evaluation late infection in rsa, about 2 years and 10 months after primary operation. Infection is a known possible adverse event following every surgery, including rsa's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Root cause:infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery due to infection about 2 years and 10 months after primary surgery. The surgeon revised the reverse shoulder to anatomical with antibiotic spacers. The surgery was completed successfully.